Event description:
Facility reported that the tip of the bur / pilot blade broke off in the bone canal of the patient. Doctor did not realize the tip of the bur broke off until after the implant was in and the finger was x-rayed. Facility did not specify which bur in the kit was being used.

Manufacturer narrative:
Product reported is a kit containing burs. Two burs in kit are (B) (4) (manufacture date 11/2007) and (B) (4) (manufacture date 08/2007.) The device history records for the product (kit) with the lot number given were examined. Products were found to be within tolerances. Burs were noted to be stainless steel and one piece construction that would not break under routine usage.